Manufacturer narrative:
As reported, the patient had concern for an allergic reaction due to post 3dmax mid mesh implant symptoms including bilateral burning pain. A mesh sample was requested and has been provided to the patient's allergist to perform reactivity testing. At this time, no conclusion can be made as to the degree to which the implants may have caused or contributed to the patient's reported post implant symptoms. If/when reactivity test results are provided, a supplemental MDR will be submitted. The adverse reactions section of the instructions-for-use supplied with the device lists pain, seroma, and allergic reaction as possible complications. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. This MDR represents the 3dmax mid (device 2). An additional MDR was submitted to represent the 3dmax mid (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6)2025 the patient underwent a bilateral inguinal hernia repair with implant of two 3dmax mid meshes (left device 1 and right device 2). It was reported that post implantation the patient experienced allergic reactions, post-operative pain began on (B)(6)2025 and has persisted, including burning sensations at the surgical site, occasional testicular pain, and nerve pain in the leg. While some symptoms have improved, the patient continues to experience discomfort, especially at night. Bilateral groin pain was also reported on (B)(6)2025. This file represents device 2.

Manufacturer narrative:
As reported, the patient had concern for an allergic reaction due to post 3dmax mid mesh implant symptoms including bilateral burning pain. A mesh sample was requested and has been provided to the patient's allergist to perform reactivity testing. At this time, no conclusion can be made as to the degree to which the implants may have caused or contributed to the patient's reported post implant symptoms. If/when reactivity test results are provided, a supplemental MDR will be submitted. The adverse reactions section of the instructions-for-use supplied with the device lists pain, seroma, and allergic reaction as possible complications. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. This MDR represents the 3dmax mid (device 2). An additional MDR was submitted to represent the 3dmax mid (device 1). Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the patient ID. Updated fields: a1, b4, g3, g6, h2, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2025 the patient underwent a bilateral inguinal hernia repair with implant of two 3dmax mid meshes (left device 1 and right device 2). It was reported that post implantation the patient experienced allergic reactions, post-operative pain began on (B)(6) 2025 and has persisted, including burning sensations at the surgical site, occasional testicular pain, and nerve pain in the leg. While some symptoms have improved, the patient continues to experience discomfort, especially at night. Bilateral groin pain was also reported on (B)(6) 2025. This file represents device 2.

Manufacturer narrative:
As reported, the patient had concern for an allergic reaction due to post 3dmax mid mesh implant symptoms including bilateral burning pain. A mesh sample was requested and has been provided to the patient's allergist to perform reactivity testing. At this time, no conclusion can be made as to the degree to which the implants may have caused or contributed to the patient's reported post implant symptoms. If/when reactivity test results are provided, a supplemental MDR will be submitted. The adverse reactions section of the instructions-for-use supplied with the device lists pain, seroma, and allergic reaction as possible complications. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum 1: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the patient ID. Addendum 2: this is an addendum to the previously submitted MDR to document reactivity test results. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative symptoms experienced by the patient do not appear to be caused by the 3dmax mid mesh, used to treat the patient. This supplemental MDR represents the 3dmax mid (device 2 / 1213643-2025-00915). An additional supplemental MDR was submitted to represent the 3dmax mid (device 1 / 1213643-2025-00886)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2025 the patient underwent a bilateral inguinal hernia repair with implant of two 3dmax mid meshes (left device 1 and right device 2). It was reported that post implantation the patient experienced allergic reactions, post-operative pain began on (B)(6) 2025 and has persisted, including burning sensations at the surgical site, occasional testicular pain, and nerve pain in the leg. While some symptoms have improved, the patient continues to experience discomfort, especially at night. Bilateral groin pain was also reported on (B)(6) 2025. Addendum: reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. This file represents device 2.